Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, lens was explanted in secondary procedure due to patient experienced difficulty reading tv captions 6 ft, trouble reading road signs, cannot drive at night. Visual acuity was not sharp. The clinical reason was reported to be general dysphotopsia. The iol was replaced with other company lens approximately three months after initial procedure. There was not patient harm.